Event description:
Following a pump replacement a month ago, the incision site became red. On (B)(6) 2014, the patient was admitted as it was believed that she had cellulitis. The device system was used to deliver morphine and bupivacaine. Additional information indicated that peri-operative antibiotics had been administered. The onset/diagnosis date of infection was unknown. The primary location of the infection was the device pocket. The patient experienced redness, swelling and fluid around the pocket. It was unknown whether the patient had meningitis or if cultures were obtained. The patient was treated with both oral and intravenous antibiotics. The patient was released from the hospital with oral antibiotics until (B)(6) 2014.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).